Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI# (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that device was removed due to a surgical site infection. The issue was reported to be resolved. No further complications were reported.